Manufacturer narrative:
H.6 investigation summary: two photos and 18 used 10ml syringes in three zip lock bags, filled to nominal capacity with clear liquid medication, were received. Two bags were hand marked to be lot #9170806, while one bag was marked to be lot #9078951. The samples were visually evaluated through the bag with the aid of illuminated magnification. All the samples exhibited signs of leakage past stopper, with most showing either liquid or dried residue past the second stopper rib. No foreign matter was observed in the fluid path nor between any of the stopper ribs. No stopper defects were observed. Pressing and pulling on the plunger rod¿s thumb rest in several of the samples, the seal appeared to remain intact with no additional leakage forming. No manufacturing defects were observed in the samples received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that leakage occurred during use with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "it was reported the syringes are leaking past the stopper." 1 of 8 complaints.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "it was reported the syringes are leaking past the stopper." 1 of 8 complaints.